Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the battery was replaced on (B)(6) 2019 and sent to the hospital's pathology. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins was ¿going dead¿ and the patient was going through the pre-op prep work before they schedule the replacement with their healthcare provider (hcp). The patient reported that they started experiencing problems with the battery 2 ¿ 3 months ago and stated that the battery was not holding a charge. The patient reported that a manufacturer representative checked their device in apr 2019 and that was when they decided that it should be replaced. The patient was told that they would need to charge the ins to put it in MRI mode. No further complications are anticipated. On 2019-jun-03, (rep): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated the patient is being changed out to a new battery model. No further information was reported.